Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue (tm) defibrillation gel.

Event description:
A us distributor reported that the patient had a rash underneath all the te pads and electrodes, but there were no open wounds or weeping at the time of the call. The patient reported he has eczema from vietnam and uses triamcinolone 0.1%. During a follow-up, the patient reported he went to his dermatologist and was prescribed a cream that he did not know the name of. The patient reported the cream worked well and helped the rash improve.